Event description:
It was reported that when using the bd pyxis¿ anesthesia station es an error message occurred in the middle of the surgery. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a windows error message appeared during surgery on the anesthesia pyxis station, stating: ¿your device ran into a problem and needs to restart. We¿re just collecting some error info, and then we¿ll restart for you.¿ after reviewing the case notes, the field service engineer replaced the battery, rebooted the station, and confirmed correct operation with the user. The system functioned as intended after the field service engineer completed the repair.